Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was dislodged post implant. Therefore, a revision had taken place. While trying to reposition the lead, the doctor detected an insulation damage near the connector. The doctor was not aware of damaging the lead during the procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the outer insulation of the lead was extrinsically cut but not breached. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.